Event description:
It was reported that this was a venous closure of the right common femoral vein using a proglide device after an ablation procedure. Reportedly, the proglide suture achieved hemostasis. After the procedure, swelling was noted at the access site. Echo-guided imaging confirmed a stenosis [occlusion] without obstruction of blood flow. No treatment was provided, however, the physician will continue follow up with the patient to observe if the condition improves or requires treatment. No additional information was provided.

Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of swelling and occlusion are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G2: report source. Removed distributor.